Event description:
It was reported that during an angioplasty (at bifurcation) procedure, through an arrow 6fr sheath, the balloon could not be removed even when turned clockwise or counterclockwise.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been received for evaluation at the manufacturing site to date. The IFU (information for use) states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.